Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported empty package, missing implant. During the surgical procedure, with the patient prepped in the treatment room and all necessary instruments ready for the implant placement, the sterile product packaging was opened. At that point, the treating professional discovered that the implant was missing from the box, even though the packaging was sealed. This issue was detected just prior to the implant placement stage. Procedure completed using another implant.